Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was made with this lead. Result indicated that there were setscrew marks on terminal pin. Drag marks were also noted on the terminal ring. This lead was also cut through the insulation. This lead passed electrical testing.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown product performance issue. Additional information added indicates that this lead exhibited high pacing thresholds and was found to be dislodged which was confirmed thru x-ray imaging. This lead was no longer in service. No additional adverse patient effects were reported.